Manufacturer narrative:
The device has not been returned for analysis. Despite good faith efforts to obtain product return, objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a decrease in the battery longevity of this device was observed. The battery's longevity had decreased by 3.5 years within approximately 12 months time. There have been no changes in parameters or pacing percentages between follow-up visits. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that this device is exhibiting premature depletion. The device's power consumption has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced, and is expected for return. No additional adverse patient effects were reported. Additional information: despite good faith efforts to obtain device return, this device has not been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that a decrease in the battery longevity of this device was observed. The battery's longevity had decreased by 3.5 years within approximately 12 months time. There have been no changes in parameters or pacing percentages between follow-up visits. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that this device is exhibiting premature depletion. The device's power consumption has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
This device currently remains implanted and in service. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a decrease in the battery longevity of this device was observed. The battery's longevity had decreased by 3.5 years within approximately 12 months time. There have been no changes in parameters or pacing percentages between follow-up visits. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that this device is exhibiting premature depletion. The device's power consumption has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. This device currently remains implanted and in service. No adverse patient effects were reported.